Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient had a high pulmonary pressure. Moreover, this right ventricular (rv) lead was pulled back at the end of the case in which a repositioning was required prior to wound closure. Furthermore, during the patient's pre-discharge check, the lead exhibited high pacing threshold measurements. A chest x-ray was obtained and the lead was found out to be dislodged again. The physician decided to explant the lead. This lead will be returned for analysis. No additional adverse patient effects were reported.